Event description:
Reprise iii study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and subject was not on prior regimen of aspirin or any other antiplatelet medication at the time of index procedure. The subject also received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). New lbbb was noted post bav. The aortic valve was treated with deployment of a 25 mm lotus edge valve. Lbbb was noted post partial deployment of the valve. Successful repositioning of the 25 mm lotus edge valve involved partial re-sheathing of the 25 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. No diagnostics were performed, and no action was taken to treat the event. Four (4) days later, the subject was discharged.